Manufacturer narrative:
Date of event: 03mar2020. Date of report: 20mar2020.

Event description:
The customer reported that the ventilator cannot be turned on with battery. The customer also reported that diagnostic codes related to 35 volt failure, battery failure, blower stalled and auxiliary alarm supply failure were identified in the diagnostic report. There was no patient involvement. Technical support provided remote assistance to the customer. The customer reported that replacing the power management printed circuit board assembly (pm pcba) resolved the problem, however, the battery was damaged due to the 35 volt failure and now it requires replacement.

Manufacturer narrative:
G4: 03apr2020. B4: 06apr2020. The customer reported that the battery has been successfully replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.